Manufacturer narrative:
Part number: 352.250, lot number: 7947594: release to warehouse date: 18march2015. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the overall complaint condition is confirmed as the reamer head was received with three of the four proximal prongs and the proximal end of the fourth prong missing. However, the complaint condition for the ria tube assembly is unconfirmed as it was received intact and no functional issue was identified. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that over torquing the drive shaft and reamer head resulted in fatigue and ultimately failure and the difficulty experienced by the surgeon. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A review of the current design drawing / manufactured revision reamer head and the current design drawing for the ria tube assembly was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During use, a drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The returned condition of the reamer head is consistent with subsequent fracture after a break of the drive shaft. While the drive shaft was not received for evaluation so the condition cannot be confirmed, this is consistent with the reported condition. It is most probable that over torquing the drive shaft and reamer head resulted in fatigue and ultimately failure. Per the technique guide, a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product code: hrx. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in the surgery for a femur marrow extraction the surgeon felt difficulty entering the reamer, irrigator, aspirator (ria) system. The surgeon decided to withdraw evidence; the tip of the shaft was broken and the reamer was broken too. The surgery was not prolonged. This is report 1 of 2 for (B)(4).